Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: d10. D10 ¿ product received on: 05aug2019. Investigation ¿ evaluation. A review of the documentation including the complaint history, drawing, instructions for use (IFU), quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One used and damaged wire guide was returned for evaluation. A visual inspection of the complaint device showed that while the stiff end of the wire was intact, the floppy end was damaged. Both welds were intact along the length of the wire and a dimensional analysis confirmed the outer diameter of the coil was within the correct specifications and tolerances. There is no evidence to suggest that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighted against the benefits. A review of the device history record could not be completed due to a lack of information provided from the user facility. A database search could not narrow down a list of potential lots shipped to the customer, and a search for prior complaints could not be completed based on the lack of lot information provided. There is no evidence to suggest there is any nonconforming product in house or out in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: "5. Slide the safe-t-j wire guide straightener (positioned on the distal end of the wire guide) over the "j" portion of the wire guide and seat the straightener in the hub of the needle. 6. Insert the wire guide through the needle and advance the wire into the pericardial sac. Note: the wire guide should advance without resistance. 7. Leaving the wire guide in place, remove the needle." How supplied: "upon removal from package inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause could not be traced to the device, but was concluded to be related to an adverse event related to the procedure. The device was confirmed to be elongated and unraveled, but the welds remained intact and the coil dimensions were confirmed to be within specification. This suggests that the issue was not manufacturing related. It is possible that issues with the needle led to the failure mode. If there was an obstruction within the needle, it could have caused the wire guide to become stuck, leading to unraveling upon attempted removal. It is also possible that excessive force on the wire guide or needle during the procedure could have also led to damage of the wire. This could have caused the unraveling upon removal. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the last medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: registered nurse. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported by the equipment nurse in the intensive care unit (ICU), that a wire from the lock pericardiocentesis catheter set had fractured during a procedure for the treatment of pericardial tamponade. The cardiology team inserted the set in the ICU ("needle went in, wire went in, needle removed, dilator went in") but "they weren't sure it had gone in well, so they removed the entire thing and started again with the same kit". The same needle and wire were used again and when the physician went to remove the needle, "he couldn't." The physician mentioned that a bit of wire was inside the patient, so he "pulled both needle and wire out a little so the needle was outside of patient", with the remainder of the wire inside the patient. When the physician went to pull the needle away from wire, again it wouldn't move, so more force was used. This unravelled the wire. The physician removed the rest of the wire and had to start again with a new kit. The procedure was able to be completed successfully. The physician and registrar were "very familiar with the product and had inserted it several times but they had an issue this time with the wire, [so] they opened up a few sets as it was an emergency case (pericardial tamponade) and wanted to make sure they got it in to release the tamponade". Overall, three sets were used, but only the first wire used became damaged. The physician reported that "there was definitely no wire left in the patient, as the break occurred just outside of patient while the remaining intact wire was in the patient" and " the patient didn't require any additional procedures other than attempting another insertion with a new kit, which was successful". As reported, the patient did not experience any adverse effects due to this occurrence.